Event description:
It was reported that device was used during a laparoscopic colon. It was reported that the device was broken (no further details available). Another device was used to complete the case. There was no consequence to the patient.